Event description:
Patient underwent an uncomplicated phaco with a toric intraocular lens (iol) on (B)(6) 2014. Patient's best corrected visual acuity was 20/30 prior to surgery with -2.50 + 2.00 x 85 and post surgery patient¿s uncorrected visual acuity was 20/20. Patient felt nausea and dizziness when looking out of the operative eye (right eye). Furthermore, patient noted vision felt blurry and complained of feeling incapacitated and wanted the lens removed. In the physical exam, it was stated that everything looked great. Iol was well aligned. However, when non-dilated there was a ''ripple'' in the posterior capsule running obliquely, but it was not present when dilated. It was also noted that there was a slight stain on the posterior capsule at sight of original lens/cataract changes. Through further follow-up, it was also stated that it looked as if patient had a multifocal lens placed as there seemed to be rings on the surface of the lens. Patient additionally complained about seeing halos at night.

Manufacturer narrative:
Because the lens remains implanted in the patient's eye.(B)(4) - nausea/dizziness; posterior capsule stain/ripple; unexpected surface rings.because the lens remains implanted in the patient''s eye, the lens is not being returned.all pertinent information available to the manufacturer has been submitted. Placeholder.